Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter shaft was noted to be stretched and broken near the distal end. During functional testing, the catheter was flushed, and a patency mandrel was advanced through the catheter shaft without difficulty until the damage section of the catheter shaft was reached, where friction was noted. In case of this complaint, no anomalies were noted to the device prior to use. The damage noted to the distal shaft of the catheter is indicative of excessive fore though this cannot be conclusively determined. The catheter is likely to have been damage during use resulting in the reported events. An assignable cause of procedural factor was assigned to the as analyzed issue catheter shaft broken/fractured, as the issue is associated with a product that meets stryker design and manufacture specification and was used according to the direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During device investigation, the catheter shaft was found broken. No consequences to the patient was reported.